Event description:
It was reported that the pt complains of pain and decreased range of motion resulting in a total knee revision.

Manufacturer narrative:
This report will be amended when our investigation is complete.